Event description:
It was reported that a spectrum iq infusion pump had turned off by itself and had frequent downstream occlusion alarms in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "frequent downstream occlusion alarms" was not reproduced. A review of the event history log (ehl) revealed downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.